Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have stopped treatment due to experiencing discomfort for years. They had seen their dentist and provided photos of their teeth not able to touch. They only make contact on the front teeth and it is painful to bite. Their dentist also said that they have gum recession on one of their front teeth. Their dentist recommended them to see a specialist to have this fixed before it get worse.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.